Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 failed rate test. Account name: (B)(6) medical center. Account #: (B)(4). Asset name: 8100 pump module 9.1.17.7. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had a lvp8100 sn (B)(4) failed rate test during pm. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I reviewed the test process with (B)(6) and found out he did not use rate calibration set (8100-rcs). I recommended (B)(6) to use 8100-rcs. (B)(6) will contact com to order 8100-rcs and use it to test his pump again. If he still have problem, he will call me back.